Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the patient's PICC line was leaking all day. They contacted emergency services, who switched out the connector, but then the pump began to alarm high pressure. They took patient to the emergency room, and while waiting to be seen by md, the son was able to restart pump at the patient's current dose (13.5 nkm, 93 mu24 hours). Son reports the patient may have been off medication for two hours and was not sure if patient was getting medication at time of the call. Pump was running at time of call, and the son was advised to contact the pharmacy if the pump alarmed high pressure again. The son was advised that they may adjust the patient's dose if patient began to show side effects or symptoms. At time of call, patient was not having any issues but was advised side effects may arise within a few hours. Patient 's son said patient was looking better since infusion was restarted. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.